Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, it is likely that the equipment was physically damaged and the corrugated tube stain (foreign matter) could not be removed even after proper reprocessing. The inspection method for the event is described in the instructions for use as follows in "5.5 manual cleaning of endoscopes and accessories" in the instruction manual for cleaning/disinfection/sterilization. [Cleaning the outer surface of the insertion tube] 1. With the endoscope fully immersed in the cleaning solution, carefully brush or wipe the outer surface of the insertion tube with a clean gauze, brush, or sponge. 2. Remove the insert from the cleaning solution and ensure that all dirt has been removed from the entire outer surface of the insert. Pay particular attention to the opening of the air/water nozzle at the tip of the endoscope and the surface of the objective lens. 3. If any stains remain, repeat steps 1 and 2 until all stains are removed. 4. After all dirt is removed, soak the insert in the cleaning solution." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device confirmed the customer allegation. Connecting tube has discoloration. There were few additional findings. Due to wear of angle wire, bending angle in upward direction does not meet the standard value. Due to wear of angle wire, the play of up/down knob was out of the standard value. The bending section cover was dirty. Adhesive on bending section cover had white-clouded area. Light guide bundle was slipping down. Adhesives around objective lens and light guide lens had white-clouded area. Adhesive around light guide lens was peeled. Connecting tube was wrinkled. Universal cord had a scratch and up/down knob was corroded. Switch button 4 was not working. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental will be submitted on completion of investigation or if any additional information is available.

Event description:
The customer reported to olympus, the insertion part of the gastrointestinal videoscope was dirty. The cleaning method followed onsite had been the same and the issue did not occur with other scopes used under the same condition. The device was returned and an evaluation at the repair center revealed stain on the image guide tube. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with the event.